Manufacturer narrative:
(B)(4).

Event description:
The pt never experienced therapeutic effect. Per the reporter, the only time the pt experienced relief was (B)(6) after the pump refill. Pump dose increases and flex dosing were tried without success. A dye study was performed; it was inconclusive due to not being able to see the catheter because the pump was in the way. It was also noted that "artifacts from the pump get in the way of other imaging". The pt "had a bad seizure (B)(6) ago with no explanation". The reporter believed the pt being "dropped in 2008" could have affected the pump system. The drug infused via the device was lioresal. A follow-up report will be sent if additional info becomes available.